Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the 2.25x28mm taxus liberte atom stent did not cross the previously placed 2.50x24mm taxus liberte stent. The 2.50x24mm taxus liberte stent was deployed in the mid left anterior descending artery. The lesion was moderate to severely calcified and moderately tortuous. The target lesion for the 2.25x28mm taxus liberte atom stent was proximal to the deployed stent in the proximal left anterior descending artery. The lesion length was about 50mm and a vessel diameter of 2.25. The lesion was de novo. The lesion was predilated with an apex balloon.

Event description:
Same case as MFR. # 2134265-2010-03837. It was reported that during a stenting treatment procedure, a stent was explanted. A 2.50x24mm taxus liberte stent was implanted. Then, an attempt was made to advance a 2.25x28 taxus atom stent delivery system (sds), but it would not advance and became entangled with the implanted 2.50x24mm taxus liberte stent. When the 2.25x28mm taxus atom was removed, the 2.50x24mm taxus liberte stent was explanted. Another stent was implanted to complete the procedure. No further patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4).